Event description:
It was reported that the catheter components were not packaged properly. The catheter kit was opened by a health care provider during a case and noted a hair in the catheter packaging. The reporter was certain the hair was there when package was opened and did not fall off someone's head after it was opened. The catheter not used and never implanted. Additional information has been requested, but was not available as of the date of this report. 2013 (B)(6) (rp): no new information.

Manufacturer narrative:
Product ID 8780, serial# (B)(4); product type catheter product ID 8780, serial# (B)(4); product type catheter (B)(4). Analysis of the catheter confirmed the catheter packing had foreign material in the package.